Event description:
Boston scientific received information that a pocket revision was performed on this subcutaneous implantable cardioverter defibrillator (s-ICD) system; the pocket was irrigated with antibiotic solution and debrided as a slight infection was noted the system remains in service and no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.